Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic thyroid-stimulating hormone (tsh) results generated by the access 2 instrument for multiple patients. Five (5) patient samples were tested for tsh and results were in the range of 0.34-1.46uiu/ml. The results were reported out of the lab. The original samples of all 5 patients were re-tested and repeated ths results were in a lower clinical category (0.10-0.28uiu/ml). It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
The samples were plasma and serum and were normal in appearance. Qc was within specifications the morning of early 2009. Qc was out of specifications the next morning. The customer recalibrated tsh and qc passed. A system check performed two days prior passed within specifications. There were no flags or errors associated with any of the tsh results and no errors were posted to the event log. Per customer, no issues were observed with other assays or results. A field service engineer (fse) was dispatched three days after the original date: the fse performed a diagnostic system check which passed. The fse adjusted the mixer speed slightly and replaced the aspirate probes. The fse ran a system check and a 50 repetition precision run and obtained passing results for both tests. The fse verified the instrument per established procedures and result met performance specifications. The fse indicated that he did not find any hardware issues that would have contributed to this event. However, the fse noted that a passing calibration from two days prior to original date, had high % cvs and a qns flag. Per customer, the tsh patient samples were retested after the service call five days later, and results were similar to the original results that were reported out of the lab. No correct reports were sent out. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.